Manufacturer narrative:
Result: incorrect footboard on bed. Conclusion: correct footboard was installed on bed. Customer was provided with the pages from the operations manuals that show the proper footboards for each bed.

Event description:
It was reported by service report that scale is not reading properly. No pt involvement or adverse consequences are reported.